Manufacturer narrative:
The device was received for evaluation. During functional testing, an 'false downstream occlusion errors' was not reproduced. A review of the event history log revealed downstream occlusion messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be an out of calibration force sensor. The force sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had an issue of false downstream occlusion error in the emergency room. There was no patient involvement. No additional information is available.